Event description:
Philips received a complaint on the heartstart xl+ defibrillator/monitor indicating an ECG fault during the daily self-test. Remote support was provided to the customer to replace the ECG lead wire, the replacement new lead wire was not purchased through philips. A self-test was completed satisfactorily and the device remains at the customer site. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.